Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. It was also reported that the patient swapped part of the supplies, reusing the solution bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from a peritoneal dialysis cassette. The leaking cassette was connected to a physioneal solution bag; however, the site of the leak was unknown. After the leak, the patient replaced the cassette but reused the solution bag. There was no patient injury or medical intervention reported. No additional information is available.